Event description:
A report was received that the patient underwent an explant due to feeling surges in stimulation and the device heating up. A database analysis indicated no anomalies and the device appeared to be working as expected. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant due to feeling surges in stimulation and the device heating up. A database analysis indicated no anomalies and the device appeared to be working as expected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50, serial: (B)(4), description:artisan surgical lead, 50cm device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint could not be verified as the stimulation outputs of the ipg were uninterrupted, and the device passed all the required tests without any incidents. However, the inside battery insulation was melted as if it had been exposed to high temperature after the explant procedure. Representative reported that device was not sterilized post explant. The root cause of the insulation damage is unknown. The associated paddle lead showed no sign of damages. The setscrews showed no anomalies.